Event description:
It was reported that the during a device changeout, the right ventricular lead insulation was noted to have been nicked. It was also reported that the atrial lead had low impedance and was also undersensing. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analysis found no anomalies. However, the defibrillator conductor was distorted and several conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay and it was melted with cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism. (B)(4): the distal segment of the lead was returned and analysis found that the inner insulation was breached with metal ion oxidation. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, melted, had cosmetic metal ion oxidation and cosmetic environmental stress cracking. The inner insulation had cosmetic metal ion oxidation. There was blood in/on the helix/lobe mechanism and the helix was disengaged from the helical channel.